Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was confirmed. It is likely that the user may have compromised the software on the unit. The device's software, ECG app, and pace/defib engine software were upgraded to the latest version. Device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.